Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 177 mg/dl and a bolus was delivered to address the bg level. The customer indicated that the supplies on the pump were to be changed.